Event description:
It was reported that the procedure was cancelled. A rotapro console was selected for use during procedure. During test period, the console failed to reach the target rotation speed. After two rotapro and rotawire replace, it was realized that the console had a speed issue. The procedure was not completed due to this event. Patient sedation status at the time of the procedure cancellation was unknown, however there were no patient complications reported due to this event.

Manufacturer narrative:
B3: date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.